Manufacturer narrative:
A ge svc rep performed an on-site investigation. The failure could not be duplicated. The interconnect cable was evaluated and determined to be the potential cause and was subsequently replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a sys lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.